Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Manufacturer contacted customer in a follow-up call on 08-oct-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with test results from results obtained of 231, 147 and 161mg/dl. The customer¿s expected am fasting blood glucose test result range is 120-130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 11/22/2022 and open vial date is (B)(6) 2021. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (date/time not set; customer confirmed all were am results): (B)(6).

Manufacturer narrative:
Sections with additional information as of 12-nov-2021: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Defect found on returned strips: high readings. Reported defect not reproduced on returned meter root cause: rc-061 storage outside specifications.